Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with bradycardia. Upon device interrogation, the right ventricular (rv) lead exhibited decreased r-waves, loss of capture with intermittent capture at max output and had dislodged. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.